Event description:
Rep called in to report some unusual behavior with a protos dr/cls. It was implanted in 2005 and when he did a battery check on the device, it reported that the battery status was 'ok'. The battery voltage at the time of the check was 2.19v and the battery impedance was 23 kohms. The patient is pacemaker dependant and they decided to conduct a replacement since the battery voltage was so low. He reported that when the physician removed the device from the pocket, the patient became asystolic in the ventricles. They had verified that the device was not programmed to unipolar settings. The device was interrogated after the implant and the battery reported "----". Rep said that chad ferrell still had the device and I called him to confirm that he will be sending it in for analysis.